Event description:
It was reported by the consumer that post a coronary drug eluting stenting treatment procedure, itching occurred. The 90% stenosed lesion was located in a left anterior descending artery. An unknown taxus express2 drug eluting stent was successfully placed and the patient was discharged. The patient reported that 4 to 5 times since implant he has itched directly over where his stent was placed. He has had no other symptoms and feels "fine." The patient's physician indicated that the patient is being managed medically. Further information was requested and is not available.